Event description:
It was reported that the user experienced difficulty operating the ilet, leading to fluctuating blood glucose and a decision to perform a factory reset with re-education on correct use, including timely meal announcements, avoiding use of meal announcements for corrections, and not overtreating lows. Symptoms included episodes of hyperglycemia up to 379 mg/dl and hypoglycemia down to 50 mg/dl without loss of consciousness or need for assistance. Outcomes included transient glycemic excursions without hospitalization, ketone testing, or professional medical intervention. Investigation included remote troubleshooting and a guided factory reset, along with review of user practices. Investigation of this case revealed user-related use errors consistent with maladaptive behaviors that contributed to both high and low glucose events, with device alerts functioning. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of the device in a manner not consistent with training, mitigated by re-education and reset.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.